Manufacturer narrative:
This report is filed on june 06, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011. - attachment: [80548-device analysis report.pdf]

Manufacturer narrative:
This report is submitted on may 11, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the device was explanted on (B)(6) 2017, due to a gradual decrease in performance with the device. The patient was reimplanted with another cochlear device during the same surgery.